Event description:
It was reported that when the patient's implantable neurostimulator (ins) was at a 75% charge level during recharging, it shocked him, causing him to stop recharging; the patient was not able to get a full ins charge. The patient had experienced this for 'months and months.' On the night of (B)(6) 2012 while recharging, his ins's battery level dropped from 50% to 25%. It was noted that the patient was at the clinic on (B)(6) 2012 but this issue was never brought to his physician's attention. The patient informed his nurse but no action was taken. Additional information received reported that the patient experienced coupling and/or communication issues. The patient was charging for long periods of time but the ins battery was not increasing. The patient programmer (pp) indicated 0 of 8 coupling bars. Bulky clothing was present. The patient removed his t-shirt and got 4 of 8 bars. After reviewing the use of the antenna, the patient was able to communicate fine with the pp. The patient did not feel his ins moving in the pocket site. The patient had tried using the shoulder holster but it didn't work for him. After twice attempting to use the antenna-locate (al) feature, the patient was staying at 6 of 8 coupling bars. Additional information received reported that the patient's coupling bars had decreased again. The bars were getting 'less and less.' Additional information received reported that the physician was unsure of the cause of the event. It was noted that the patient complained of an increase in dyskinesias while recharging. Hospitalization was not required, and the patient's symptoms resolved.

Manufacturer narrative:
Product ID: 37651, serial#: (B)(4), product type: recharger; product ID: 37642, serial#: (B)(4) product type: programmer, patient; product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 37085-40, serial#: (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 3389-40, lot#: v002694, implanted: (B)(6) 2007, product type: lead; product ID: 3389-40, lot#: v002694, implanted: (B)(6) 2007, product type: lead. (B)(4).